Manufacturer narrative:
Corrections information has been added to the following sections: b5, d1, d3 d5, h2. Additional information has been added to the following sections: h6 annex a, b, c and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-jul-2022 to 06-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed during a procedure. A field service engineer inspected the device and found problem with pocket 1-2, which had leakage and corroded the inside compartment including barcode. He disabled the pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd bd pyxis¿ anesthesia station es drawer has failed in the middle of surgery and unable to pull out medications from the station. The customer mentioned there was no delay happened during normal surgery, however, medication had to be obtained from another station. There was neither harm nor discomfort to the patient reported, and no medical intervention was required. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system drawer failed due to pocket had a leak and corroded the inside compartment. A field service engineer traced problem to pocket, disabled the pocket 1-2 and replaced the drawer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer has failed in the middle of surgery and unable to pull out medications from the station. The customer mentioned there was no delay happened during normal surgery and there was neither harm nor discomfort to the patient, and no medical intervention was required as the required non-narcotics medicines were delivered from an alternative device. There were no adverse events or injuries reported based on this event.